Event description:
Home pt reports pain around top part of her back during drain and dwell of automated peritoneal dialysis treatment. Home pt states she keeps clamp on pt line of homechoice set closed during priming phase of treatment, contrary to correct priming procedure. Home pt states she is not sure if pain is related to excess air. Per health care professional, there was no pt injury and no medical intervention.